Manufacturer narrative:
The customer is not interested in replacing the tracker at this time. Suspect tracker has not been returned for evaluation.

Event description:
Medtronic representative reported that the gold tera tracker has a stripped screw. This didn't impact the surgery and it was used normally, but the surgeon noticed it. No delay or impact on patient outcome.